Event description:
It was reported that the patient presented in clinic for a routine follow-up. Interrogation showed the right ventricular (rv) lead was experiencing unspecified oversensing episodes. Programming changes were made. The patient was stable.